Event description:
It was reported that the patient received four inappropriate shocks due to oversensing, and the lead exhibited a spike in impedances to high levels and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The distal conductor was found to be fractured, and the defib conductor was distorted. The inner tubing was kinked/buckled and the outer tubing overlay exhibited cosmetic environmental stress cracking. A white substance was found on the exposed defib coil. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism.